Event description:
It was reported that the patients spinal cord stimulator (scs) had fractured and was confirmed by x-ray.

Manufacturer narrative:
Block b3: exact date unknown, event occurred 3 months ago prior to the date the manufacturer became aware.